Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller screen not displaying any information was confirmed via inspection of the submitted photo; however, the issue was not reproduced during testing of the returned system controller. The reported events of difficulty silencing alarms and the inability to initiate a system controller self-test were not confirmed. Inspection of the submitted photo revealed that the controller¿s screen was completely white, and no data was displayed on the screen. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple self-tests were performed, and alarms were silenced without any issues. Additionally, the controller¿s screen functioned as intended throughout testing. A log file was submitted for review and data from the reported event date of 30apr2024 was reviewed. The data in the log file did not indicate any issues with the system controller. The pump maintained a speed within the low speed limit without issue throughout the time span. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 19mar2024. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The backup battery shipped to the customer on 14may2023. Heartmate 3 instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ explain how to properly perform a system controller self-test, and state to press and hold the battery gauge button for five seconds. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was stated that during the surgical placement of the rvad, a controller exchange was completed successfully.

Event description:
It was communicated on (B)(6) 2024 that the patient seemed to be having some sort of system controller fault. The screen was blank and backlit with no information displayed. It would not allow the site to complete a self-test, but the pump was running, and the green circle remained lit. The heartmate touch displayed the usual information and pump parameters. The site stated that they could no longer silence the controller by silencing from the power module, and so they had to silence both the controller and power module separately when the patient had low flows. The log file did not provide any insight in regard to the reported controller malfunction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.